Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. It was determined that this was a malfunction of the processor pca which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered the processor pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the unit is experiencing a display issue. No patient involvement reported at this time.